Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure a stroke occurred. A 2.25x12mm taxus liberte atom stent was successfully implanted in the diagonal artery and it was noted that the patient's condition was stable at the completion of the procedure. Following the procedure the patient experienced what was thought to be a stroke. The patient was sent for an MRI to try to determine whether or not a stroke actually occurred. The physician does not think the implanted taxus liberte atom stent caused the stroke; however, the cause of the stroke is unknown.